Event description:
It was reported that the user allowed the ilet pump to power off for approximately five hours due to not charging it, after which the device was powered back on and insulin delivery resumed as blood glucose trended from 286 mg/dl down to 270 mg/dl, and the event was characterized as a usage issue rather than a device component malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.